Manufacturer narrative:
H3/h6: one used infusion set was returned for analysis. The visual and functional inspection was performed. The returned cannula was observed to be bent from the original position. No other physical damage or other anomalies were observed. No leaks observed during testing. The complaint of line blocked is confirmed based on the event description and condition of the returned bent cannula, probable cause unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The customer was reported that the pwd had a line-blocked alarm. There was patient involvement/ no harm reported. Evaluation of the returned device observed the bent cannula from the original position. This lead to blockage in the tubing while in use.